Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels exceeded 600 mg/dl while wearing the pod between 36 and 48 hours on the leg. It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) after this event. Patient did not remember much about the treatment, but they know they had intravenous therapy because there was a needle and IV hooked up to them. Patient was in the hospital for 4 days.